Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share log was performed and failed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6: adverse event problem - correction. The initial submission was submitted without the code 10. This is an error and should be submitted. In addition, codes 3233 and 11 was submitted in the initial. This is an error as we already received and performed investigation on the device. 3233 and 11 should be omitted from the initial.

Event description:
Subsequent to the initial MDR, a correction is required.